Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the cartridge canister was warped and bent when customer opened them. Customer did not use the cartridges when they discovered the damage. Customer's blood glucose level was 250 mg/dl.